Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the cause of the impedance issues was not determined. No action s/interventions were taken. The impedance issue had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the tablet programmer was showing impedance issues. Tablet issues were not able to be checked, and the issue did not resolve. There were no symptoms reported. There were no further complications reported.